Event description:
Pt was scheduled for elective cesarean section. Pt had an epidural, but only a partial block was obtained. Pt was to receive spinal block. During the process of spinal block, pt's partner got dizzy and fainted and was caught by anesthesiologist. Nurse anesthetist was doing spinal block, as the needle was pulled out, approx 2cm of needle was left inside pt. Surgery was cancelled. Neurosurgeon consulted.